Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 physically failed to be fully closed. A field service engineer found that two of the screw nuts soldered to the back of the outer slide were damaged and had fallen off, causing the mounting latch to detach and block the drawer from closing. The engineer temporarily used one screw to hold the mounting latch in place and planned to order a new half-height drawer for the customer and half height drawer was replaced and customer confirmed drawer is functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer broken and was not closed fully. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.